Event description:
A home pt reported finding some minicaps which appeared to be dried out. The home pt reported some sponges appeared beige instead of brown, and were not moist inside. According to the home pt there was no pt injury and no medical intervention.